Manufacturer narrative:
This device is currently being evaluated by the MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for removal of renal calculi within the ureter in 2007. During the procedure, the complainant has reported that "pieces of the sheath were breaking off" of the segura hemi retrieval basket. The clinician was able to 'catch' the pieces of sheath. This issue occurred with the use of one previous and one subsequent device during the same procedure (please note attached medwatch reports). The procedure was successfully completed with no reported sequelae.